Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.